Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 53 mg/dl. It was unknown auto mode feature was not active at time of low blood glucose event. The insulin pump will be returned for analysis.